Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cable on the small battery drive device overheated. According to the report, the sterile towel and the aspiration tube used during the procedure showed evidence of heat damage from the cable. As a result, there was a five minute delay in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the wiring, soldering and cable connection were loose. It was further determined that there were cracks on the insulation cable of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.